Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net. Review of the transmission revealed that the right atrial lead exhibited far-r wave oversensing and noise. Programming changes were made which resolved the issues. The patient was doing fine and would continue to be monitored.